Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. No problem was found because the issue was unable to be reproduced and the pump operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After inserting the pump, the device did not start. The pump and the console were both exchanged. There was no reported harm or injury to the patient.